Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 2.50 mm promus premier¿ stent was selected for use in the left anterior descending artery (lad). While unpacking the device, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter on the undamaged side which gave a reading within specification. Based on the complaint report and the analysis performed the damage may have occurred during preparation of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 2.50 mm promus premier¿ stent was selected for use in the left anterior descending artery (lad). While unpacking the device, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.